Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was verified but the cause of the failure is inconclusive. Removal of the suspected aux power circuit board with a known good board isolated the failure to the board but when the original board was re-installed into the device, the device performed normally. There were no initial indications of a connections issue prior to the removal of the suspect circuit board. As a precautionary measure, the aux power circuit board was replaced. After replacement of the circuit board, the device passed release testing.

Event description:
It was reported that this unit will not power up at all with a known good battery. No pt involvement.